Event description:
The user facility reported a 72 year old male with a impella rp for mechanical circulatory support. It was reported that the impella rp had lost placement signal (ps) but remained on until care was withdrawn two days later. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. Data showed placement signal (ps) was negative and low (24 mmhg) when the pump started and back to normal range after the pump was re-zeroed. All 5s parameters were in specification. About three hours and 40 minutes into the case, the motor current (mc) spiked and pump stop occurred that triggered an alarm. The pump could be restarted. About 32 hours and 15 minutes later, ps not reliable alarms were triggered and contrast decreased below 10%. Re-zeroing resolved the alarm but the contrast value still was out of specification. This event repeated two more times and was resolved with re-zeroing of the pump. About ten hours later, this event reappeared. No re-zeroing was performed at this time. Four hours later, the pump was stopped manually and disconnected from the console. The product was not returned for review. Based on clinical description and data review, a spike in mc, ps, and purge pressure (pp) indicated that the cause of the low pump flow was biomaterial ingestion.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-09084 was provided in sections b2, b5, g3, g4, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The us complainant had a rp placed for a patient already on the cp with biventricular failure issues. The rp lost placement signal (ps) but remained on till care was withdrawn 2 days later. No harm from the ps loss.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data review: data showed placement signal (ps) was negative & low (24 mmhg) when pump started. Signal not reliable and cvp began trending down with suction triggering at 3:31 pm on (B)(6) 2023. Lamp, gain, and light were in specification and steady throughout support indicating no defects with the optical line. An alarm 115 (impella stopped - rpm deviations) was observed related to unplugging the pump. About 32 hours & 15 minutes later, ps not reliable alarms were triggered & contrast decreased below 10%. The alarm resolved but the contrast value remained low. No motor current spikes unrelated to p-level changes were observed throughout support. Pump flow remained within specification throughout support. Product was not returned for review. Based on clinical description & data review, the cause of the optical signal issue was most likely patient condition related. Clinical reported rv on echo showing very little movement and care was eventually withdrawn. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.